Event description:
Dexcom was made aware on 08/05/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with burning, redness, inflammation, pimples, drainage, and infection under the entire patch area which occurred 10-days after the sensor had been inserted into the arm. The skin was prepped with an alcohol wipe prior to insertion. The patient consulted with a doctor and an abscess was found at the needle puncture site. The patient was prescribed oral cephalexin and topical triple antibiotic cream for the area. The patient stated the skin reaction was ¿healing and getting better¿ at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).